Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument logs show that the instrument was installed on the system 6 times and fired 6 sureform 60 reloads (1 blue, followed by 5 white). On each install, all clamp attempts were successful. On installs 1, 5, and 6, the firings were each completed with 1 pause for compression. On installs 2-4, the firings were each completed with no pauses for compression. After install 6, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient sustained a postoperative bleed and required a subsequent re-operation. During the initial robotic procedure, the surgeon stapled unspecified tissue with a sureform 60 stapler instrument and a sureform 60 white reload. The surgeon then stapled again with another sureform 60 white reload, overlapping the staple line placed by the previously fired sureform 60 white reload. There were no error messages or issues with stapling during the initial procedure. Postoperatively, at an unspecified time, it was identified that the patient was bleeding and required a subsequent procedure. During the subsequent procedure, the bleed was identified from where the sureform 60 white reload staple lines overlapped. Surgicel snow anticoagulant was used to stop the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.